Manufacturer narrative:
A review of the architect instrument c1600934 result logs was performed from abbottlink and showed multiple occurrences of sample aspiration errors and cuvette washing not completed errors. The maintenance log shows the wash cuvettes procedure was not performed after every occurrence of the cuvette wash errors as recommended in the operations manual. The architect system operations manual contains corrective actions for depressed results, erratic results, aspiration errors, and cuvette wash not completed errors. A review of product labeling revealed adequate labeling for the handling of calibrators, reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. Evaluation of complaint data for the architect c1600934, determined that there are no trends for the reported issue. There was no return sample available for testing. Customers must follow manufacturer's instructions for both tubes and centrifuges. Serum and plasma samples, if not spun according to manufacturer's specifications, may generate inaccurate values. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer reported falsely elevated potassium (k) results on one patient from the architect. The results provided were: (B)(6) initial = 7.29 mmol/l / repeat 4.29 mmol/l. There was no reported impact to patient management. There was no additional patient information provided.